Manufacturer narrative:
A4 and a5 are unknown. No product was returned for investigation. The root cause for the cannula kink was most likely use issue as imaging techniques were not used while repositioning the pump. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a kink in the cannula during repositioning of the pump. The pump was explanted. No patient harm was reported.